Event description:
It was reported that at the start of the surgical procedure using an opmi visu 200 microscope system, the microscope suspension arm swung down unexpectedly causing the microscope head accessories to make contact with the right side of the patient's face. The patient's right side of the face was swollen which did not require any medical intervention.

Manufacturer narrative:
"Narrative: the manufacturer inspected the defective belt in the material lab and found that the rubber-protection-cover of the belt was destroyed. This happened due to non-approved cleaning and/or desinfection liquids / grease used. As a consequence of the destroyed protection-cover, the humidity came directly in contact with the belt and the wires of the belt became rusty, which led to the broken belt.

Manufacturer narrative:
A field service engineer (fse) inspected the microscope on-site. It was determined that the timing belt, which compensates for the weight of the suspension arm and attached microscope, had broke. The fse found evidence of corrosion within the suspension arm. Site contact: (B)(6).